Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), during post operative check patient experienced loss of implant to integrate due to pain, infection and loose implant.